Manufacturer narrative:
Devices are not being returned for evaluation.

Event description:
It was reported that after an anterior clindectomy procedure, that the surgeon found that a neuropathy occurred in the patient. The attending surgeon reported he believes heat/oscillation of the device may have caused or contributed; however it was stated by the customer that no malfunction of the device was observed.